Manufacturer narrative:
Initial reporter phone #: unknown. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA # (B)(4). The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Root cause description: although no samples or photos were available for evaluation, bd has initiated further investigation through CAPA (B)(4) to identify the potential root cause(s). Rationale: based on an assessment of severity and frequency, it was determined that CAPA (B)(4) is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Event description:
It was reported that during use there was a low draw with a bd vacutainer® esr blood collection tubes. The following information was provided by the initial reporter: during use, the customer found 1ea tube has no draw issue.